Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump prematurely turned off with the inability to stop and restart reservoir volume. There were no adverse effects reported.

Manufacturer narrative:
One a smiths medical cadd-legacy® pump was returned for analysis in good condition. The device history log was reviewed with no evidence of complaint. The pump worked as programmed. Results of tests performed are within manufacturing specification. Visual inspection of the pump found that the front housing was cracked. The complaint could not be duplicated and the root cause is unknown.

Manufacturer narrative:
One pump was returned for analysis in good condition. The device history log was reviewed with no evidence of complaint. The pump worked as programmed. Results of tests performed are within manufacturing specification. Visual inspection of the pump found that the front housing was cracked. The complaint could not be duplicated and the root cause is unknown. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found. Email address: (B)(6).